Event description:
It was reported that during the procedure, error 741 was received on the morcellator system, and the tissue was not extracting. The morcellator system was then replaced with another morcellator system that the hospital had. The procedure was completed without any patient complications. Based on the new information received, this event no longer meets reporting criteria for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during the procedure, error 741 was received on the morcellator system, and the tissue was not extracting. The procedure then had to be rescheduled. The procedure was later completed using another morcellator. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.